Manufacturer narrative:
One 7x20mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 7mm of the proximal end of the screw was returned along with three smaller fragments. The outer diameter and wall thickness of the proximal end of the screw was measured and found to meet print specifications. With the limited clinical details provided regarding graft type, size and tunnel size no root cause can be determined.

Event description:
It was reported that when thread the last two turns the dr has a feeling weakness, with the subsequent breakage of the screw core (where the screwdriver is placed) to the outside. A backup device was available to complete the procedure with no delay or patient injuries.